Event description:
Revision

Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-rays were not available for review. The revision was caused due to loosening of the tibial implant, and micro motion was identified by the surgeon. The complaint reported no immune responses, nor any formation of sclerotic or necrotic bone. The pt was ruled out for infection by the surgeon. There is no evidence indicating a failure of the implant.